Manufacturer narrative:
The pump was returned to animas and evaluated on 06/28/2016 with the following findings: the battery compartment was found to be cracked. Unrelated to the initial allegation, there was additional damage to the pump casing.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.